Manufacturer narrative:
After further review of additional information received the following sections a2, a5, b1, b2, b3, b5, b7, d6, g4, g7, h2, and h6 have been updated accordingly. Section b5: addendum for additional information received: the following additional information received per the patient profile form (ppf) indicates that the patient became aware of the reported events, approximately six years and eleven months post implantation. The ppf also notes that the filer perforated outside of the inferior vena cava (ivc) and that the patient is suffering from anxiety and fear. According to the information received in the medical records, the patient has a history of right side chest pain with shortness of breath (sob), bilateral occluding acute pulmonary embolization (pe) with a large clot seen in the proximal right pulmonary artery, multiple additional proximal clots scattered throughout the left lung, recent abdominal surgery with post-operative changes in the anterior abdominal wall, laparoscopic cholecystectomy, common bile duct obstruction and a surgery with biliary jejunostomy. Prior to the filter placement, the patient was admitted and underwent thrombolysis. The filter was placed after the pulmonary artery decreased. The patient was then started on a heparin drip and then changed to lovenox. A chest x-ray showed decreased volume of thrombus within the pulmonary arteries. The patient was discharged with coumadin, omeprazole and levaquin. As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes right side chest pain with shortness of breath (sob), bilateral occluding acute pulmonary embolization (pe) with a large clot seen in the proximal right pulmonary artery, multiple additional proximal clots scattered throughout the left lung, recent abdominal surgery with post-operative changes in the anterior abdominal wall, laparoscopic cholecystectomy, common bile duct obstruction and a surgery with biliary jejunostomy. Prior to the filter placement, the patient underwent thrombolysis. The filter was placed after the pulmonary artery thrombus decreased. The patient was then started on a heparin drip and then changed to lovenox. A chest x-ray showed decreased volume of thrombus within the pulmonary arteries. The patient was discharged with coumadin, omeprazole and levaquin. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt and perforation. Per the patient profile form (ppf), the patient reports the filter perforated outside of the ivc, anxiety and fear. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and perforation. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and perforation.